Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the customer reported false air in line error which was reproduced. A review of the event history log identified false air in line error. The cause was determined to be ultrasonic sensor was out of specification and failing calibration ultrasonic sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed air in line. The event happened at emergency room department. There was no patient involvement. No additional information is available.